Event description:
The customer inserted an intra-aortic balloon mega 50 prior to percutaneous transluminal coronary angioplasty. An autofill failure message was received on the intra-aortic balloon pump and the pt coded. Cardiopulmonary resuscitation was attempted for about 15 compressions. Epinephrine was given and a dopamine drip was placed. The pt was pronounced dead; however, within minutes the pt started to responding. The pt's family was notified of the occurrence and a decision was made for the pt to be a dnr. Within 10 minutes of the insertion of the intra-aortic balloon the perfusionist came in and rebooted the iabp and the pump was pumping and showing aug pressures of 110-120. The pt was still a dnr and transported to the cicu. The pt expired at approximately 7am.

Manufacturer narrative:
Currently, there is no information available on the pump. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).